Event description:
As reported by the user facility: on (B)(6) 2012 the nurse stated that the pump indicated that there was 200 ml left to infuse but there was still 1000 ml to infuse in the bag. No pt injury.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4). The actual pump involved in the reported incident has not been received for eval at this time. A f/u report will be provided after the inspection results are available.